Event description:
It was reported that this pacemaker had 1.5 years of battery remaining in (B)(6) and 1 only year left, at the end of (B)(6). Data analysis determined that the power consumption had been steadily increasing over a year. Pacemaker replacement was recommended. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Additional information indicated this pacemaker was removed and replaced. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated, upon analysis completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This report is being updated, as device evaluation was completed.